Manufacturer narrative:
Correction - d4 - catalog #: d1000. No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. E tab additional phone number: (B)(6). The investigation is pending receiving the device and completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced breakage. The reporter stated, ¿the membrane (slip septum) of the caps breaks down easily. The cap replacement interval is supposed to be a week, when there are problems they are of course replaced with new ones.¿. The event occurred during dialysis of the patient in the hospital operated by the health professional. Discussions have been held with the customer to resolve the issue. The event affect the patient care. The actual product is available for investigation. There was a patient involvement but unknown patient harm.